Event description:
The customer reported being hospitalized a couple months ago. The caller stated that he had high blood glucose of 560mg/dl. The customer stated that he usually presses the bolus and gets to rewind. Advised the customer that whenever someone is hospitalized for high or low blood glucose we would like to troubleshoot and to document the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.